Manufacturer narrative:
Product event summary: analysis found that although the analyzer passed console and systems tests, the patient connection was unreliable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer that was returned as a trade-in subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.